Manufacturer narrative:
Investigation: a machine checkout was performed on 01/11/2016. No issues were found with the machine during the checkout. The device history record (DHR) was reviewed for the disposable lot. There were no issues noted during the manufacture of the lot that would have contributed to the patient reaction. According to the therapeutic apheresis reference,leukocytapheresis (wbc depletion) has a 5.7% frequency for adverse events. The reference also lists therapeutic aphereis reaction types of tachycardia (0.4%) and seizure (0.2%). Most complications from therapeutic apheresis are considered minor and well tolerated. The reference also states that even with the most careful planning and monitoring, reactions may occur during therapeutic apheresis. Root cause: a definitive root cause could not be determined. Based on customer comments and machine service, the disposable and machine operated as intended, and there is no malfunction that caused or contributed to the patient reaction. Possible causes for the patient reaction include but are not limited to patient disease state and or operator interaction.

Event description:
The customer reported that a patient possibly had a seizure during a procedure. They were about an hour and 45 minutes into a white blood cell depletion (wbcd) procedure and the patient complained he couldn't see, was about to throw up, and he appeared to have a seizure. His blood pressure dropped, he became tachycardic and then his pulse dropped. They were able to get him to respond and the patient did not remember the event. The patient was hospitalized due to the event and on (B)(6) 2016 he was stable,alert and oriented. The customer declined to provide the patient's identifier. The disposable kit is not available for return, because it was discarded by the customer.